Manufacturer narrative:
Article citation: ¿arterial occlusion and necrosis following hyaluronic acid injection and a review of the literature¿, laura doerfler md and c. William hanke md, journal of drugs and dermatology, volume 18, issue 6, p 587-591, june 2019. (B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported in the article ¿arterial occlusion and necrosis following hyaluronic acid injection and a review of the literature¿, ¿a case of vascular occlusion successfully managed using high dose hyaluronidase¿. The patient was injected by a mobile nurse practitioner into bilateral nasolabial folds with 1 cc of juvéderm ultra¿. The patient did not recall excessive pain or discomfort during the injection. However, that evening the patient noted blotchy discoloration and tenderness of the left nasolabial fold. With unremitting symptoms, the patient contacted the injector and was advised to continued to ice the area. On the second day following the injection, pustules appeared on the left nasolabial fold prompting the patient to seek further evaluation at the author¿s clinic. The patient presented to the clinic with necrosis of the left nasolabial fold area and ala. On examination, a 3 x 2 cm mottled, erythematous plaque with overlying pustules extended from the left upper cutaneous lip to the left nasal tip (also described as crusting and pustules). Prompt treatment for vascular occlusion was initiated. 2 cc (300 u) of hylenex® was injected over the entire left nasolabial fold area and left ala. Warm compress, aspirin 80 mg bid, and nitroglycerin ointment bid were recommended. The patient was started on prophylactic cephalexin 500 mg tid and valcyclovir 1 g bid, as well as methylprednisolone taper. Wound care included mupirocin ointment bid as well as petrolatum. Follow-up the following day revealed less tenderness and erythema, but an increased number of pustules. 1 cc (150 u) of hylenex® was injected diluted with 1 cc of 2% lidocaine. Over the next several days, the tenderness and erythema improved significantly. The crusting and pustules were resolving two days following the hylenex® injection. Four days post hylenex® injections the overlying crust was gently debrided and the nitroglycerin ointment was discontinued. Examination one month later revealed only mild erythema and edema. Seven-month follow-up showed an excellent outcome with no noticeable scarring; the skin was described as with normal appearance. Additionally, the hcp reported that all the events occurred at the injection site. The hcp added that the patient was treated 2 days after the day of onset with hylenex®, warm compress, aspirin, nitroglycerin ointment, prophylactic doxy, valcyclovir, methylprednisolone taper, mupirocin ointment, and petrolatum. On the following day the patient was treated with hylenex® diluted with 1 cc of 2% lidocaine. The symptoms resolved in 6 weeks.